Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The sales rep reported that the device overheated during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The sales rep reported that the device overheated during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.